Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged broken battery tube found. Insulin pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator, and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube and minor scratches on window. In summary customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where a cracked battery tube was noted. Additionally a flashing white display was due to moisture damage on pcba 1.

Event description:
Information received by medtronic indicated that insulin pump had crack on the back and exposed to moisture also. There was no damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.